Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call of a stuck button alarm on the insulin pump during normal use. The customer's blood glucose reading was 172 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with pump error 38 during rewind due to corroded motorhome switch. We were unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38. Traces of corrosion found at the connector per visual inspection. The device was received with minor scratched display window and case. The device failed leak test. It had a cracked at the back of the case. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The insulin pump was received with cracked case on the back at the battery tube area and cracked keypad overlay at select button. The device was received with minor scratched lcd window, case and keypad overlay.